Event description:
It was reported that during a procedure to treat an eccentric lesion in the proximal circumflex a 3.5x6 nc trek rx dilatation catheter was advanced without resistance and an attempt was made to inflate the balloon; however, the balloon failed to inflate. Reportedly, the balloon was not submerged in heparinized normal saline prior to use and no balloon rupture was noted. The 3.5x6 nc trek rx dilatation catheter was withdrawn from the patient anatomy and a new same size nc trek dilatation catheter was used to complete the procedure successfully. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which testing could be performed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the balloon was not submerged in saline during preparation. The instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.